Event description:
At implant surgery, the pt did not respond to stimulation at an amplitude of 5 volts, a pulse width 120 microseconds, and a rate of 135 hertz. All the electrodes of the lead were trialed. There were no adverse events associated with the stimulation but nor was there symptom control. The lead was removed. A new lead (identical model as the first) was inserted. Some symptom control was recognized at lower voltage. The surgeon thought this confirmed something was wrong with the lead. There was no pt injury associated with the event. The pt recovered w/o sequela after device removal.

Manufacturer narrative:
(B)(4): the lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.